Event description:
A pt was being supported with a thoratec ventricular assist device. The drive console module providing pressure and vacuum to the right vad stopped when the power was intentionally switched between battery power and main power supply by medical staff. The staff used one of the two emergency hand pumping bulbs provided with the console to operate the blood pump until power was restored, but the hand bulb split at the seam. The second hand bulb was connected to the blood pump and there was no adverse pt effect.